Event description:
According to the reporter, during procedure, the surgery was performed at 15:36. The skin was cut with a non-medtronic blade, and at 15:40. An electrocautery was used to remove the mass and stop bleeding. At 15:45, the tip of the electrosurgical device suddenly caught fire produced like a spark and slightly burned the patient's eyebrows a little and that was the extent of it. There was no big flame, the burning was instantaneous. The doctor immediately covered it with wet gauze. The surgeon used alcohol to clean the eyebrows during the operation. The alcohol was not dried or was not dried completely, and the electrosurgical generator was used for cutting and other operations. The knife power was 12 without abnormalities and could work normally. The output of the electric knife does not match the power, and the electric knife fails. Used a different electrosurgical pen but still the same generator and it worked fine with no issues. The generator's output was normal, and a test report has been issued to the hospital. The final analysis of the cause of the event was that the hospital used a domestically produced electrosurgical pen. The material of the tip of the pen may affect the stability of energy output and the generation of large sparks. In addition, the skin was not prepared at the site of use, and the disinfectant liquid in the area was not allowed to dry before the electrosurgical knife was activated, causing the normal sparks of the electrosurgical knife to produce instantaneous conductivity and cause electric burns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.